Event description:
It was reported to philips that intermittently the system real-time screen and reference screen were black. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for a planned/non-emergency procedure. The procedure was completed as planned by restarting the system. No patient or user harm or injury was reported to philips. No onsite inspection or repair of the device by philips was performed as the customer did not accept onsite inspection. As a result, the reported malfunction could not be confirmed. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.